Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of two knobs for coupling against shim has broken off. The metal springs have been removed from hospital. No surgical delay or patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the smaller post had fractured off the body of the instrument. The balseal from the larger post was also found to be missing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.